Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The received information about the kind of event is insufficient, several attemptsto obtain information were not successful. Product return is requested and product will be evaluated after receipt. A follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.